Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced an allergic reaction while using the headset and was prescribed cortisone cream by a doctor. No adverse event was reported.